Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella cp device was initially placed for support in a female patient of unknown age with cardiomyopathy, presenting in society for cardiovascular angiography and interventions stage e shock. The patient was subsequently escalated from impella cp to impella 5.5, which was inserted via the right subclavian surgical approach. Following impella 5.5 implantation, the patient developed a pericardial effusion and received two units of packed red blood cells. Dr. (B)(6) reported that the pericardial effusion was not believed to be related to the impella device. The implant procedure was reported to have gone well with adherence to best practices, and no device performance concerns were identified. At the time of reporting, the patient remained on impella 5.5 support.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
B5. Additional event description added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received reporting the patient was given 2 units of rbc¿s post impella 5.5 implant due to a pericardial effusion. The physician does not believe it to be anything from the impella. Implant went very well, all best practices were followed. In addition, the patient survived the explant.